Manufacturer narrative:
Device manufactured between november 21, 2017 to november 23, 2017. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing observed a spike port cap leak from the spike port. The reported condition was verified. The cause of the condition could not be determined. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 1000 ml eva tpn bag leaked from the end of the port. This was observed during compounding. There was no patient involvement. No additional information is available.